Event description:
Tech alleges that the bed's brakes would not hold. There was no pt impact.

Manufacturer narrative:
Tech found that the brakes were worn. Tech replaced the brake casters and the brake caster to resolve the issue.